Event description:
Caller reported tandem mobi cartridge alarm. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Caller had previously replaced the infusion set and cartridge twice due to the issue and requested a replacement pump. Technical support confirmed the alarm, ensured the customer was informed of the necessary steps for returning the problematic pump, and sent a replacement pump with instructions. A backup insulin pump was to be used to ensure insulin delivery was not interrupted during this process.